Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Possible causes for the reported event: the device entered a leak state. The batteries needed to be exchanged. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during an arthroscopy treatment, pico device was installed on friday night and stopped in the morning. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.